Event description:
Pt was injected in the nasolabial folds with radiesse dermal filler; the following day, she developed an infection.

Manufacturer narrative:
Bioform medical inc. Received an initial report in 2008; pt was injected with radiesse dermal filler in the nasolabial folds and developed redness, swelling with red streaks on her cheeks. She was treated with bactroban topical ointment. On 09/09/2008 bioform medical received additional info. The pt had a severe infection; she was injected in the nasolabial folds and she developed a black area near the nostril. She was treated with oral levaquin. The infection has resolved, but she still has some discoloration where the infection had occurred.